Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the pump was not returned to mmdg, no investigation could be completed. Based on the information provided in the complaint it is unclear if the pump failed to deliver or not. Based on the follow up information, the most likely issue was the pump being programmed incorrectly.

Event description:
The initial reporter stated that the pump alarmed infusion complete, however, the bag was still full when the alarm occurred. Mmdg did follow up with the initial reporter who stated that the patient was fine after the problem. They also stated that the pump was reprogrammed by her nurse and that it had no further issues. They did also state that the pump was functioning correctly and would not be returned to mmdg for evaluation. (B)(4).